Event description:
While wearing bi-lateral cti ots braces with patella cups, the pt took a fall during an "exercise/warm-up" for motocross. When he fell, the patella cup slid, rotated out of position, and cut his knee. The patella cup cut through the neoprene backing, the pt's compression riding skins, and through his skin. The pt needed to see a doctor and required 40 stitches in 2 layers of the tissue.